Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, via social media, that on (B)(6) 2018 the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The patient's reported that the cgm was displaying 101mg/dl and stated she almost had to call 911 when the patient was seeing double and was about to faint. She indicated that a finger stick was performed the the bg meter was reading 39mg/dl. Further event or patient information is not available. No data or product was provided for evaluation. The complaint confirmation was unable to be determined. A root cause was not determined.